Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue was resolved without sequela on (B)(6) 2024.

Manufacturer narrative:
Other medical products in use during the event include: product ID: neu unknown ext (lot: unknown), product type: 0191-extension. Product ID: neu unknown ext (lot: unknown), product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing significant pain over their extension wires that was interfering with their sleep. The extensions were explanted/replaced on (B)(6) 2024 and the issue was ongoing.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400040m serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type extension product ID b3400040 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the etiology was not related to the implant procedure and had a causal relationship with the device/therapy. No other actions have been taken.